Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission showed non- sustained rv oversensing due to a latent r wave detected on the near field and far field. Programming changes were recommended.